Event description:
On (B)(6) 2011, I had a bard power port surgical implanted with left subclavian vein access. For 2 yrs and 3 months the port was used for chemotherapy, power injected contrast-enhanced pet and CT scans, and recommended monthly flushes at (B)(6) without any adverse effects. On (B)(6) 2013, during a routine monthly flush at (B)(6), I experienced terrific pain in the area of the port. The flush was stopped immediately, and I was rushed to the radiology unit in the hospital where an x-ray showed leakage of the injected contrast material from a hole/slit in the catheter into my upper chest. On (B)(6) 2013, I met with the initial surgeon who advised immediate removal of the port and explained the potential dangers of the damaged catheter breaking off and traveling through my circulatory system into my heart or lungs as well as the possibility of the catheter breaking off during removal with similar results. On (B)(6) 2013, the damaged port/catheter was surgically removed, without incident. Reason for user: delivery of chemotherapy drugs; injection of contrast.